Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners caused severe pain and cuts inside their mouth. Despite repeated complaints, they were still instructed to continue using the aligners, which only worsened their condition. Their teeth have shifted significantly and are now worse than before they started treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.